Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: -when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Incident occurred during pass thru tissue. The surgeon was closing fascia when the needle broke. The surgeon located the broken piece, removed it and continued with another suture. - please provide lot number. Packing disposed of after procedure was completed. Unable to provide lot #. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email) bsn, rn, clinical director of surgical services to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure the suture needle broke. Case was completed successfully. No patient harm was reported. Device was discarded. Additional information was requested.